Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) and six (6) batteries were returned for evaluation (B)(6) were returned for evaluation. Four (4) batteries (B)(6) were not returned for evaluation. A review of the manufacturing documentation for the controller and (B)(6) confirmed that the associated devices met all requirements for release. A review of the device history records for the remaining batteries was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Internal visual inspection of the controller and the returned batteries did not reveal any anomalies. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing revealed contamination within the power port pins. Further supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Additionally, supplemental testing revealed a slightly bent pin on power port one (1). The observed bent pin is an additional finding not related to the reported event. Based on an investigation conducted under CAPA (B)(4), the root cause of the observed bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or disconnection within each 15 minute interval. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(6). Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. Log file analysis also revealed two (2) controller power up events with associated pump start events were logged on 02/jul/2024 at 15:46:50 and 15:47:31, indicating losses of power to the controller. The data point recorded prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 69% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 77% rsoc. The data point recorded after the losses of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for eight (8) seconds and a maximum of thirty-seven (37) seconds respectively. Momentary disconnections were recorded leading up to the losses of power. The reported losses of power, power switching events and power disconnect alarms involving (B)(6) were confirmed. The reported power disconnect alarm events involving the remaining batteries could not be confirmed. The associated batteries were lubricated prior to release. Possible root causes of the observed communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination of the controller power pins. A possible root cause of the reported losses of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Based on an investigation conducted under CAPA (B)(4) and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and the associated batteries fall in scope of this CAPA. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-aug-2024 serial or lot#: (B)(6), UDI #: (B)(4), (B)(6). D9: no. H3: yes h4: mfg date: 17-aug-2023 h5: no d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-mar-2024 / serial #: (B)(6), UDI #: (B)(4), (B)(6). D9: no. H3: yes. H4: mfg date: 29-mar-2023 h5: no d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-mar-2024 / serial #: (B)(6), UDI #: (B)(4), (B)(6). D9: no. H3: yes h4: mfg date: 21-mar-2023 h5: no d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-mar-2024 / serial #: (B)(6), UDI #: (B)(4), (B)(6). D9: no. H3: yes. H4: mfg date: 21-mar-2023 h5: no battery: serial or lot#: (B)(6). D9: yes. Return date: 19-aug-2024 h3: yes battery: serial or lot#: (B)(6). D9: yes. Return date: 19-aug-2024 h3: yes battery: serial or lot#: (B)(6). D9: yes. Return date: 19-aug-2024 h3: yes battery: serial or lot#: (B)(6). D9: yes. Return date: 19-aug-2024 h3: yes battery: serial or lot#: (B)(6). D9: yes. Return date: 19-aug-2024 h3: yes battery: serial or lot#: (B)(6). D9: yes. Return date: 19-aug-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer¿s analysis subsequently revealed prema ture power switching events involving four additional batteries. The batteries remain in use.

Event description:
It was reported that the controller exhibited loss of power and six (6) batteries exhibited power disconnects and power switching. The controller remains in use the batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-apr-2024 serial or lot#: (B)(6) UDI #: (B)(4). H3: no h4: mfg date:  03-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-apr-2024 serial or lot#: (B)(4) UDI #: (B)(4). D9: no h3: no h4: mfg date:  03-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-apr-2024 serial or lot#: (B)(4) UDI #: (B)(4). D9: no h3: no h4: mfg date:  03-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-apr-2024 serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date:  04-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-apr-2024 serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date:  04-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-apr-2024 serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date:  04-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.